Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. (B)(6). (B)(4).

Event description:
The customer reported the device is unable to turn on unit with battery and ac power. There was no report of patient involvement.